Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient was found to have a urinary tract infection and possible sepsis. This was not felt to represent any pump malfunction. The infection and hospitalization were not related to the device or therapy. There was no issue with the pump.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen 20,000 mcg/ml; 612.6 mcg/day via an implantable pump. Indication for use was intractable spasticity and multiple sclerosis. The date of the event was (B)(6) 2017. It was reported the patient was in the hospital for an infection. It was unknown if it was a urinary tract infection(uti) or pneumonia (neither were diagnosed). At that point, the patient did not have any symptoms. The infection was no longer a problem. The patient experienced a gradual change in therapy/symptoms (B)(6) 2017. The patient started to get a little jittery and it had gradually "continued to get worse". The patient was "at a point where she is very stiff, shaky, started feeling like she is falling off the bed, not a tremor but if she tries to move her moves are real jittery, she gets not a high fever but higher temperatures in the 99's and it will fluctuate". The "slight" fever was on tuesday night, and the patient was brought to the hospital on wednesday to address the fever. The reporter feels like there may be an issue with the pump and wanted to know if there could be an issue and the pump would not alarm. The reporter had spoken to the infusion nurse and the physician¿s office regarding the problems and they told him that "they have total confidence in the pump". The reporter was redirected to follow up with the healthcare professional (hcp) to get the pump checked. No further complications were reported.